Event description:
On 2/2/97 the pt underwent surgical intervention of the device reportedly due to thrombosis. On 2/6/97 the pt underwent a second surgical intervention of the device reportedly due to thrombosis. No further info provided.